Event description:
I purchased bausch & lomb contact lense cleaner peroxi cleaner and followed directions on bottle to use inclosed container and leave contacts in solution for more than 4 hours, or overnight. The following morning, I removed the lens and placed in my eyes which caused immediate burning and required removal and flushing with water. I then went to work where a few hours later, the burning became unbearable and I had to see the company nurse. She immediately sent me to our local hospital, where I was given antibiotics and was told there was damage to outer layer of my eye, but that it would heal within a day or two. I went home and had liquid dripping out of my eye and severe pain until I finally fell asleep that night. The next few days my eye stopped burning and I was able to wear my glasses and return to normal activities. There was a recall for this product in (B)(6) 010119039211, lot gc16025 2017-09. This product is still on shelves in (B)(6) and does not work as designed. The hydrogen peroxide 3% solution should dissipate overnight but it does not and this is what causes the burning eyes the next morning. This is a bad product and should be removed immediately, not voluntary recall. I will never use any product containing hydrogen peroxide for eye care ever again, no matter which company makes an attempt to make it safe, because they have all failed miserably.